Manufacturer narrative:
(B)(4).

Event description:
It was reported that the "introducer broke when peeled." The operator removed the peel-away introducer sheath, and the midline insertion procedure was completed. No patient injury, harm, or adverse health consequences were reported, and the patient's condition was described as "fine."